Event description:
Event reported the band broke/separated at the tubing collar junction during implantation. A back-up device was not available and the surgery was not completed successfully. The device did touch the pt. Event translated as, "the tube got separated from the band top, with a slight and usual thrust when taking it out from the roticulator. We were not able to place the band. I did not have a backup band available at that moment."

Manufacturer narrative:
Taper ii. The access port connector associated with this report was not returned with the lap-band system and was discarded after surgery by the reporter. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of damaged device: "caution: the band, access port and calibration tube may be damaged by sharp objects and manipulation with instruments. A damaged device must not be implanted. For this reason, stand-by device should be available at the time of surgery."